Event description:
The pt was implanted with a trial lead on (B)(6) 2010. It was reported that the lead migrated intraoperative. During the trial implant procedure, the physician replaced the original lead and effective therapy coverage was obtained. Follow-up on the pt found that her trial was successful. She will be implanted with a permanent scs system at a later date. The explanted device was returned to the manufacturer on (B)(6) 2010.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The lead passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.